Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 262 mg/dl after approximately 24 to 36 hours of pod wear on the leg. Reported symptoms included vomiting, inability to eat, and rising ketone levels, which prompted the mother to seek medical attention. The patient was evaluated at the emergency room, where she was diagnosed with a stomach viral infection. Treatment at the emergency room included intravenous glucose, insulin injection, and anti-nausea medication. The patient returned home the following day on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.